Event description:
Pt admitted to hosp 11-1-98 with infected port-a-cath. Placed on 10-2-98. Pt on myleodysplastic syndrome-97-51. Protocol from facility for myleodysplastic syndrome on: intravenous amifostine 500 mg 3 times/week, cipro 500 mg by mouth twice daily, trental 800 mg by mouth three times daily, decadron 4 mg by mouth every am. Pt had a 10 cm hematoma over intravenous access device catheter site since surgery on 10/2/98. On 11/3/98 surgical removal of intravenous access device. On ceftezadine 2 gm every 8 hours, temp 102, chills and erythema at port site. Sepsis unrelated to disease or protocol.